Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 21181295, model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the incision site and a discolored drainage was noted. The physician confirmed that the infection was device related and not procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was scheduled for an implant procedure after a month, however, the surgeon identified a pus upon making the incision. It was determined that there was still an infection present and the procedure was cancelled.